Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for balloon leak and inability to withdraw system through sheath were unable to be confirmed as the complaint unit was not returned. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (calcification) and procedural factors (withdrawal of ruptured balloon) contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure with a 20mm sapien 3 ultra resilia valve, the 29mm commander delivery system balloon ruptured during inflation as soon as the inflow of the valve was flaring out, and the valve embolized towards the ascending aorta. Once the balloon ruptured, the team was not able to remove the system due to the balloon being caught on the semi expanded valve. The team pulled on the device with operating tools for over an hour trying to get it out. Once they were able to pull the device back, they used a or tool to cut the delivery system right proximal to the rotating knob, then cut the safari wire in half. The team then used hemostats and pulled a little harder, and the balloon and system came out of the patient, but with the valve still in the ostial of the subclavian on the left. Upon removal, the balloon was observed to be damaged and torn from the manipulation. Upon removal, leakage was observed on one side of the balloon. The patient was also noted to have an occluded left subclavian. The patient went home a few days after the case with valve still stuck in the ostial of the subclavian but had good arm and hand movement on left arm and no pain or numbness. Per report, even though the patient has an occlusion in that area, there was blood flow coming in from another vessel that is allowing blood flow to that arm. The team was unable to retrieve the valve. The valve is currently in the ostial of the subclavian. The patient was in stable condition. The case was aborted.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received.

Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure with a 20mm sapien 3 ultra resilia valve, the 29mm commander delivery system balloon ruptured during inflation as soon as the inflow of the valve was flaring out, and the valve embolized towards the ascending aorta. The team was unable to retrieve the valve. The valve is currently in the ostial of the subclavian. The patient was in stable condition. The case was aborted.

Manufacturer narrative:
Investigation is still ongoing.